Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported problem. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed the most recent therapies could not determine the recommended programmed total uf setting; however, review of the prescription programming revealed the last manual drain was set to no with a programmed last fill volume of 1500 ml. Per the homechoice claria apd system patient at-home guide "programming the last manual drain to no or programming the uf target for the last manual drain too low may result in an iipv situation due to an incomplete last drain". Based on the device log analysis, the direct cause was determined to be the programmed last manual drain option being disabled. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced bloating, shortness of breath and chest pains during last fill. The patient was connected to the homechoice claria device at the time of the events. Renal therapy services (rts) assisted the patient to manually drain, the drain volume was 1163 ml. The patient reported they wanted to perform a manual drain again and had a drain volume of 1192 ml. The patient reported draining relieved the symptoms. The patient requested to end therapy and rts assisted with bypass to end of therapy. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report patient injury or medical intervention associated with this event. No additional information is available.